Event description:
This complaint is now reportable based on analysis completed on 08/21/2009. It was reported that during an unspecified procedure, the catheter shaft kinked. Following advancement of the unspecified guide wire, the ultra2 monorail cutting balloon catheter was advanced. However, as the physician was trying to advance the catheter it kinked. As another device of this size was not available, the patient came back one week later and the procedure was completed successfully with another of the same device. No complications were reported and patient status was reported as 'good'. Product analysis found a shaft break.

Manufacturer narrative:
(B)(6). The catheter was returned in two pieces. The balloon was in the manufactured profile. The 0.014" wire moved freely through the inner lumen. All four blades were intact to the balloon surface with no damage noted on the blades or balloon. The hypotube was broken approximately 540 mm from the end of the strain relief on the hypo tube shaft. A kink was evident on the hypo tube shaft on the hub side adjacent to the break location on the proximal shaft marker. Several kinks were evident on the hypo tube shaft. No elongation was present on the distal shaft. Unable to inflate the balloon as the device was returned in two pieces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).